Event description:
As reported by the edwards field clinical specialist, approximately 3 years and 9 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the patient received a 2nd sapien 3 ultra resilia valve due to stenosis. Of note, potential thrombus went down the left main and had to balloon. The doctor contemplated that he may have had halt prior to the case and may have been causing the issues. Failure due to thrombus, not calcification. Per updated information the potential thrombus that went down the left main and had to balloon occurred during 2nd valve deployment and the physician did not allege that any of the ew devices was deficient. Upon review of medical records, it was noted that the transcatheter valve presented with aortic stenosis (as). At that time, a recommendation to re-do the tavr. Symptoms included sob with exertion, fatigue and headaches. At 3 years and 9 months, a valve-in-valve (viv) tavr was performed due to as with symptoms of fatigue. Of note, during review of records, there was no mention of thrombus or halt.

Manufacturer narrative:
A supplemental MDR is being submitted to reflect medical record review and engineering evaluation. Sections b5, b7, h2 and h6: type of investigation, investigation findings, and investigation conclusions and h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the stenosis post implantation was confirmed based on medical records. The available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has a history of hyperlipidemia and diabetes mellitus. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately 3 years and 8 months post implant of a sapien 3 ultra valve in the aortic position, the patient received a 2nd sapien 3 ultra resilia valve due to stenosis. Of note, potential thrombus went down the left main and had to balloon. It was contemplated the patient may have had halt prior to the case and may have been causing the issues. Per report, failure due to thrombus, not calcification.